Event description:
On an unknown date, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023, the patient was diagnosed with a buried bumper. In (B)(6) 2024, the patient underwent an unspecified surgical procedure and the peg tube was removed. The patient did not require antibiotic treatment and duodopa therapy was terminated.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.